Manufacturer narrative:
(B)(4). A visual examination of the returned resolution clip device found that the device was half deployed. One of the clip arms was bent and the other was locked in the capsule. The yoke, which was still attached to the control wire, was then actuated and deployed. A kink was noted in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, one of the clip arms would not open; however, the clip was used anyway. The clip was not able to completely lock onto the tissue. Reportedly, the clip was released from the catheter as it was not possible to remove the device through the working channel in an open position. The procedure was completed with a different device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, one of the clip arms would not open; however, the clip was used anyway. The clip was not able to completely lock onto the tissue. Reportedly, the clip was released from the catheter as it was not possible to remove the device through the working channel in an open position. The procedure was completed with a different device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.